Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture (loc). Technical services (ts)examined the presenting electrogram (egm) then recommended that this device be interrogated by a programmer. No adverse patient effects were reported. Currently, this lead remains in service.